Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. The cannula seal involved with this complaint, as informed by the customer, will not be returned for further investigation. A review of the provided image was performed, and the following additional information was provided: there was an image of the threaded portion of the 5-12 mm seal that connects to the insufflation tubing. The image showed a broken luer fitting, a breakage of this feature would not result in any fragments that could fall in the patient. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula seal that the gas tube was attached to broke off and came loose during an operation and got stuck in the connection to the gas tube. The customer connected the gas tube to a new port and continued the operation as normal to resolve the issue. The part was discarded. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer confirmed that nothing fell into the patient and the part that fell of was connected to the co2 hose on the outside of the patient. The pressure dropped; however, the customer was able to quickly close the valve on the cannula seal, and this happened before the robot was docked. The procedure was completed robotically. The procedure was delayed less than 15 minutes with no injury to the patient.